Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting "unplug pads". The customer did not report this occurring during patient use.